Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer had received an error in the motor was detected by reading unexpected value from hall sensor. Customer reported they were able to clear the alarm but were unable to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged insulin pump error alarm and unable to rewind found on (B)(6) 2022. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump history and trace files were successfully downloaded using thus. Rewind functioned properly and there were no insulin pump error alarms noted during testing. A review of the downloaded history files reveals on (B)(6) 2022 there were five (5) insulin pump error alarms (01:54, 01:55, 02:01, 02:05, and 04:07) on (B)(6) 2022 there were four (4) insulin pump error alarms (00:24, 08:15, 08:17, and 08:18) and then on (B)(6) 2022 there was one (1) insulin pump error alarm (14:22) that occurred. The insulin pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly motor, and force sensor. The insulin pump error alarms located in the history files may have been an intermittent failure that was not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Insulin pump error alarm is not confirmed however, moisture damage was found during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.